Manufacturer narrative:
No patient information available. UDI# (B)(4). The connector on the power management board was re-seated to resolve the issue.

Event description:
The hospital reported the unit stopped ventilating during transport of a patient. There was no report of patient injury.